Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic mass, lower abdominal discomfort, pneumonia, left lower quadrant pain, pneumonia, urinary tract yeast infection, penicillin allergy, menometrorrhagia, uterine fibroids and adenomyosis. Concomitant products included antibiotics, ethinylestradiol;norgestimate (ortho tri-cyclen) since 1999 to (B)(6) 2005, fluconazole (diflucan), nsaids since (B)(6) 2005, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection vaginal"), anxiety ("mental anguish") and psychological trauma ("psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs") and depression ("depression"). The patient was treated with surgery (hyst. (Full) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and urinary tract disorder had resolved and the vaginal infection, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details- 5 coils were visible on the right side and 2 coil remained on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2005: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2005: negative pregnancy test today. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia". Lot number: 12267945 manufacturing date: 2004/11 expiration date: 2006/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic mass, lower abdominal discomfort, pneumonia, left lower quadrant pain, pneumonia, urinary tract yeast infection, penicillin allergy, menometrorrhagia, uterine fibroids and adenomyosis. Concomitant products included antibiotics, ethinylestradiol;norgestimate (ortho tri-cyclen) since 1999 to (B)(6) 2005, fluconazole (diflucan), nsaids since (B)(6) 2005, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems : urinary probs") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hyst. (Full) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal o). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract disorder and vaginal haemorrhage had resolved and the psychological trauma, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details- 5 coils were visible on the right side and 2 coil remained on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2005: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2005: negative pregnancy test today.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. No new clinical information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic mass, lower abdominal discomfort, pneumonia, left lower quadrant pain, pneumonia, urinary tract yeast infection, penicillin allergy, menometrorrhagia, uterine fibroids and adenomyosis. Concomitant products included antibiotics, ethinylestradiol;norgestimate (ortho tri-cyclen) since 1999 to (B)(6) 2005, fluconazole (diflucan), nsaids since (B)(6) 2005, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems : urinary probs") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hyst. (Full) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal o). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract disorder and vaginal haemorrhage had resolved and the psychological trauma, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details- 5 coils were visible on the right side and 2 coil remained on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2005: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2005: negative pregnancy test today. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic mass, lower abdominal discomfort, pneumonia, left lower quadrant pain, pneumonia, urinary tract yeast infection, penicillin allergy, menometrorrhagia, uterine fibroids and adenomyosis. Concomitant products included antibiotics, ethinylestradiol;norgestimate (ortho tri-cyclen) since 1999 to (B)(6) 2005, fluconazole (diflucan), nsaids since (B)(6) 2005, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary probs") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hyst. (Full) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal o). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract disorder and vaginal haemorrhage had resolved and the psychological trauma, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: insertion details- 5 coils were visible on the right side and 2 coil remained on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2005: bilateral tubal occlusion. Pregnancy test - on (B)(6) 2005: negative pregnancy test today. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Lot no and new event added vaginal bleeding, vaginal infection, depression,anxiety. Severity added pelvic pain. Event outcome added vaginal bleeding. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic mass, lower abdominal discomfort, pneumonia, left lower quadrant pain, pneumonia, urinary tract yeast infection, penicillin allergy, menometrorrhagia, uterine fibroids and adenomyosis. Concomitant products included antibiotics, fluconazole (diflucan) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems : urinary probs"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: insertion details 5 coils were visible on the right side and 2 coil remained on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2005: bilateral tubal occlusion. Pregnancy test on (B)(6) 2005: negative pregnancy test today. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abdominal pain, menorrhagia, psych injury, urinary problems. Reporter information, medical history, concomitant drug, date of birth, essure removal date, events outcome were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.